Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that, there was damage of iol. The lens left in the patients eye. Additional information has been requested.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of damaged lenses; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A photo attached to the parent complaint was reviewed by the investigation site. The photo show a partial view of a company handpiece, inside a bag. The reported event cannot be confirmed on the photo attached. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).